Manufacturer narrative:
.

Event description:
Procedure: colon resection. According to the report: the surgeon used the pceea in this case, and the instrument fired, forming two full donuts. The anastomosis, however, was only partially complete (only around 180 degrees of the anastomosis). The surgeon resected the anastomosis and hand-sewed a new anastomosis. The stapler was fired by a third year resident who never used it before. The surgeon believes the stapler malfunctioned. A hand sewn anastomosis was done. There was no report of patient injury, unanticipated blood/tissue loss, or extended o.r. Time.